Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was oversensing noise. On (B)(6) 2024 the rv lead was capped and replaced. The patient was in stable condition.